Manufacturer narrative:
The console was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported a patient postcardiotomy cardiogenic shock was implanted with an impella 5.5 device for mechanical circulatory support (mcs). Approximately eight days after start of the support, the automated impella controller (aic) started to have a "loud" fan noise which continued, and consequently, the aic was exchanged without noted incident. The latest update indicates the patient continues on impella mcs and patient status is unknown.

Manufacturer narrative:
The investigation of automated impella controller (aic) - damage during therapy has been completed. Although console logs from the reported day of event did not contain any obvious indications of fan or power battery manager (pbm) failure, the aic battery and power data embedded in the log for pump 583225 showed that pbm2 charger status was changing frequently between 4 different states: cc11 ac present, battery present, thermistor not underrange, thermistor not hot, charge inhibited. 4c10 battery present, thermistor hot, thermistor underrange. Cc10 ac present, battery present, thermistor not underrange, thermistor not hot. Cc91 ac present, battery present, thermistor hot, thermistor underrange, charging voltage value invalid. When console was tested in danvers, the issue was not reproduced. There were no observable malfunctions of fans or the pbm. Monitoring of communication between batteries and pbm also did not reveal any anomalies. However, knowing that the pbm controls the fan speed and adjusts it to maintain adequate temperature of console components, it is most likely that battery temperature or condition might have been misreported, which sped up the fans to cool batteries down. Ultimately, the issue of ¿loud fan noise¿ was not reproduced during testing, but it was most likely caused by miscommunication between batteries and pbm, erroneously indicating overheating condition, which increased fan speed.